Manufacturer narrative:
H3: analysis of the rtm (s/n (B)(6)) revealed a recharge antenna failure; no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported having difficulties recharging the implanted neurostimulator since the end of last week patient stated they think they need a new recharger cord patient stated the recharger cord is overheating where the cord meets the paddle and the relay box is getting hot. Patient stated the controller is also getting hot when she is trying to charge the ins and the controller will shut down. Pt mentioned that the controller would not charge on 2 occasions when the controller got hot but stated the controller is currently working. Suggested sending a request to the repair team for the rtm cord to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.